Event description:
Thermachoice machine utilized for case. Had been used for two other cases earlier in the day without problems. Machine came up with catheter error 5506, came on the screen of the machine. 1-877-ethicon was immediately called. Rep was paged 911. Co stated this was a machine failure. Unable to resolve problem. Case cancelled.